Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation ruptured at 14 atmosphere for 15 seconds, the balloon ruptured and a balloon pinhole was noted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.